Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (therapy electrodes non-functional) was isolated to an open pulse wire in the cable connecting the distribution node (dn) plug and ECG "b". The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.